Event description:
It was reported that the saw began leaking a black, oily substance during testing prior to the start of a podiatry case. The fluid came out of the device near the end/tip of the saw. There was no treatment required and no user injury, as the substance did not come into contact with the patient. The procedure was completed successfully with another backup micro drill set.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the reported condition of the devic leaking during usage could not be duplicated by the quality assurance team. Based on the investigation details, after the housing was disassembled some corrosion and a red/black substance were found. Service completed some preventive maintenance on the device, and it was returned to the customer.